Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. On an unspecified date, it was reported that the tubing of the tubing set was broken and leaked. No specific details were provided. No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were required. Though requested, no add'l info was provided.